Event description:
Forte collimator was partially disengaged during collimator exchange; operator attempted to re-engage collimator manually. In the process, the collimator was fully dis-engaged and the operator carried the collimator onto the imaging table. This caused bruising on her left arm.

Manufacturer narrative:
Another related issue was reported to the FDA in 2002 (MDR #2916556-2002-00001). A customer advisory notification and field corrective action (upgrade software to version 7.7) were conducted to address the root cause. The product in question is currently serviced by third party service organization (since 2001) and we are currently investigating the system's full service history and determine compliance to current specifications (including field corrective action to upgrade software to version 7.7).